Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. It was confirmed that there was serious damage to the front panel, which might have resulted in lens base breakage. It is instructed to not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. It is presumed that the scope could not be detected correctly due to a failure of the sensor part of the output connector. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned to olympus, the model clv-190, evis exera iii xenon light source, due to a report of "image is too dim." Upon inspection and testing of the returned device, it was determined the scope detection sensor failed. This report is submitted due to the malfunction of scope detection sensor failure. As this was found during in-house service, there was no patient involvement. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated. The evaluation found that the scope detection sensor failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.